Manufacturer narrative:
One tracheostomy was returned for evaluation. Upon visual inspection, it was noted the connector of the suction line was detached from the tube. The bonding operation of the suction connector and the tube was audited for thirty-two (32) units, and no discrepencies were found. The reported customer complaint has been confirmed. The most probable cause of issue was determined to be that damage occured after the product has left shm facilites.

Event description:
Information was received that while in use with a patient, a smiths medical tracheostomy had a broken suction line connector. It was reported that a tracheostomy tube change out was required. However, no patient adverse events occurred as a result.